Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and no delivery alarm. The customer's blood glucose level was 298mg/dl. The customer treated with manual injection. The customer states the alarm had been resolved. Troubleshoot was conducted. The customer was advised to conduct full set change. The cannula was noted to be bent. The customer was advised to return set for analysis.